Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that an alarm sounded on the rotaflow and the power went off during patient treatment. The device was immediately replaced with another device without harm to the patient or any person. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Initially it was reported that an alarm sounded on the rotaflow and the power went off during patient treatment. The device was immediately replaced with another device without harm to the patient or any person. On 2025-10-17, further information has been received that the initial alarm was the ¿sig error¿ which occurred on the rotaflow and when the coupling agent for the flow sensor was reapplied an ¿error¿ message appeared. The incident occurred during a vv ECMO therapy and the rotaflow was exchanged with another console. The error could not be replicated during inspection. It is possible that the ¿head error¿ occurred due to vibration when the contact cream was reapplied, and the flow sensor was attached into the rotaflow drive. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in japan. It was reported that initially a ¿sig error¿ occurred on the rotaflow and when the coupling agent for the flow sensor was reapplied an ¿error¿ message appeared. The incident occurred during a vv ECMO therapy and the rotaflow was exchanged with another console. As the error did not reoccur during inspection, it is most likely that the ¿head error¿ occurred due to vibration when the contact cream was reapplied, and the flow sensor was attached into the rotaflow drive. When applying the contact cream, it is important to be careful to not subject the drive to vibration. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The affected rotaflow console with s/n 100015 was investigated by a getinge field service technician. The reported failures "sig error" and "head error" could not be confirmed. No parts have been replaced. The device was working as intended and can be used clinically. Based in the information available at this time the reported failures could not be confirmed. However, the failure mode "sig error" can be linked to the following most possible root causes according to the rotaflow risk management file (dms# 2023689): - mechanical defects (impact) - expected wear and tear. The most probable root cause for the reported failure "head error" could be determined as: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities has been performed on 2025-10-07 for the period of 2011-06-03 to 2025-10 02. It shows non-conformities in regard to the reported product and failure "head error". The device was produced in 2011-06-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failures "sig error" and "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).